Event description:
A wire fragment used from the introducer sheath kit broke off in radial artery during access of the radial artery. A cutdown procedure of right radial artery required in order to remove the wire.